Manufacturer narrative:
Concomitant products: pedicle screws, rods, set screws, allograft (implant: (B)(6) 2011, explant: na). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. We are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with persistent back, left hip and posterior thigh pain. A MRI had indicated severe degenerative disk disease, l5-s1 with chronic radiculopathy as well as foraminal stenosis at l5-s1 on left. Preoperative diagnosis included lumbar disc degeneration at l5-s1 with recurrent herniation l5-s1 on left side. The patient underwent a posterior lumbar interbody fusion l5-s1 with pedicle screws / rods and lateral mass fusion using rhbmp-2/acs, allograft and autograft. Per the operative report ¿ ¿bits and pieces of saved lamina along with a small strip of sponge soaked with bmp was placed along the decorticated transverse processes of l5 and s1 bilaterally¿.¿ imaging was used during the procedure for placement verification and alignment. No patient complications were reported. The patient was discharged from hospital two days post-op. Three days post-op, the patient presented at the emergency room with acute abdominal pain, constipation, nausea and diffuse erythema bilaterally at the lower back. The patient underwent various lab tests which revealed high wbc, ast, and neutrophil levels. The patient underwent an abdominal and pelvic CT which demonstrated "postsurgical change at the lower lumbar spine with soft tissue gas and stranding. Correlate clinically for infection type symptoms or other abnormality. There were no acute intra-abdominal or pelvic abnormalities."